Event description:
It was reported that the patient sent in an alert initiated transmission that indicated the device was in backup vvi mode. The patient was not symptomatic. Review of the initiated transmission showed no indication of backup function. Device check was normal. Patient will continue to be monitored remotely.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.